Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component could be confirmed but unable to be duplicated.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault, low minute ventilation, low peak inspiratory pressure, and high rate alarms. The customer performed troubleshooting, but the issue was not resolved. The customer reported the exhalation pressure transducer failed calibration testing. The customer reported there is no patient involvement associated with the event.